Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported a scope communication error and no image involving an Olympus colonovideoscope. There was no patient injury reported.